Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and turning the stimulation higher would aggravate a stomach issue. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.